Event description:
Post-operative management of ascending aneurysm repair and aortic valve replacement in the intensive care unit. Pt remained intubated, went into unprovoked ventricular fibrillation. Attempted defibrillation three times, with charge to 150 jules. Unable to deliver shocks, machine indicated "disarm" without staff knowingly pushing disarm switch. Nurses and staff present do not recall hearing any tones or beeps from the defibrillator during the charging process. Code blue continued, second defibrillator obtained. Appropriate shock delivered, pt converted to sinus rythm. Original defibrillator taken out of service, biomedical investigation unable to duplicate failure. Philips field service engineer notified.